Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating/pain") and genital haemorrhage ("abnormal bleeding(general)") in a 26-year-old female patient who had essure (batch no. C22909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and abortion. Concurrent conditions included morbid obesity, seasonal allergy and dysfunctional uterine bleeding. Concomitant products included sertraline (zoloft) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), rash ("topical rashes") and hypertension ("hypertension"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menstrual disorder ("abnormal menstruation"), abdominal pain lower ("severe cramping, even when not menstruating/ severe lower abdominal pain, even when not menstruating"), back pain ("severe back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), syncope ("fainting spells"), neuralgia ("nerve pain in legs"), weight increased ("weight gain"), pruritus ("itching on/of arms, legs, and back"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (underwent laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, arthralgia, uterine pain, syncope, neuralgia, weight increased, fatigue, alopecia, rash, pruritus, depression and anxiety was resolving and the genital haemorrhage, vaginal haemorrhage, hypertension and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypertension, menorrhagia, menstrual disorder, neuralgia, pelvic pain, pruritus, rash, syncope, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Current weight 250.00 lbs findings: the essure coils were completed within the fallopian tube and both were present, less than 5 cm distal to the cornual regions, the uterus is mildly enlarged and appeared blotchy prior to compromise of its blood supply, after removal of the uterus, it is bivalve and the lining is noted to be moderately thickened. Procedure: the essure coils were both visualized within the fallopian tube at the cornual region of the uterus, the right fallopian was identified and followed out to the fimbriae, the ligasure was used to cauterize and then cut the mesosalpinx away from the fallopian tube. The device fired and seated, with 2 visible rings on the right and 4 visible rings on the left . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating/pain") and genital haemorrhage ("abnormal bleeding(general)") in a 26-year-old female patient who had essure (batch no. C22909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and abortion. Concurrent conditions included morbid obesity, seasonal allergy and dysfunctional uterine bleeding. Concomitant products included sertraline (zoloft) since april 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), rash ("topical rashes") and hypertension ("hypertension"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menstrual disorder ("abnormal menstruation"), abdominal pain lower ("severe cramping, even when not menstruating/ severe lower abdominal pain, even when not menstruating"), back pain ("severe back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), syncope ("fainting spells"), neuralgia ("nerve pain in legs"), weight increased ("weight gain"), pruritus ("itching on/of arms, legs, and back"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (underwent laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on 14-jan-2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, arthralgia, uterine pain, syncope, neuralgia, weight increased, fatigue, alopecia, rash, pruritus, depression and anxiety was resolving and the genital haemorrhage, vaginal haemorrhage, hypertension and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypertension, menorrhagia, menstrual disorder, neuralgia, pelvic pain, pruritus, rash, syncope, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Current weight 250.00 lbs findings: the essure coils were completed within the fallopian tube and both were present, less than 5 cm distal to the cornual regions, the uterus is mildly enlarged and appeared blotchy prior to compromise of its blood supply, after removal of the uterus, it is bivalve and the lining is noted to be moderately thickened. Procedure: the essure coils were both visualized within the fallopian tube at the cornual region of the uterus, the right fallopian was identified and followed out to the fimbriae, the ligasure was used to cauterize and then cut the mesosalpinx away from the fallopian tube. The device fired and seated, with 2 visible rings on the right and 4 visible rings on the left . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes . Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. New reporters added. Patient demographic information and relevant history added. Lot number added. Events abnormal bleeding(general), abnormal bleeding (vaginal), hypertension and dyspareunia (painful sexual intercourse) added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), abdominal pain lower ("severe cramping, even when not menstruating/ severe lower abdominal pain, even when not menstruating"), back pain ("severe back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), syncope ("fainting spells"), neuralgia ("nerve pain in legs"), weight increased ("weight gain"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("topical rashes"), pruritus ("itching on/of arms, legs, and back"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, arthralgia, uterine pain, syncope, neuralgia, weight increased, fatigue, alopecia, rash, pruritus, depression and anxiety was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, neuralgia, pelvic pain, pruritus, rash, syncope, uterine pain and weight increased to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.